Event description:
It was reported that during use of transray plus 35cc balloon catheter the pressure waveform measured via fiber optic suddenly disappeared. An alarm for "iab optical sensor failure" occurred. No harm to the patient was reported. "Iab optical sensor failure" message was inspected by hospital staff (clinical engineer), but no abnormalities were found in the device. There were no visible defects in the balloon fiber optic catheter. Insertion kit (guidewire, dilator, sheath) used was manufactured by terumo corporation.

Manufacturer narrative:
(B)(6). Upon completion of the investigation into this event a follow up report will be submitted.